Event description:
Boston scientific received information that during a follow up a decrease in sensing and an increase in thresholds was noted on this right ventricular (rv) lead. A lead dislodgement was suspected. A revision procedure has been planned. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, a revision procedure took place. It was noted that the lead did not capture and a dislodgment was confirmed. The rv lead was repositioned and normal measurements were obtained. The rv lead remains implanted. The patient was not pacer dependent and no asystole was noted.

Manufacturer narrative:
At the most recent follow up an increase in thresholds was once again noted. An x-ray will be performed. At this time the lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains implanted. Should additional information become available this event will be updated.